Manufacturer narrative:
Duragen (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record could not be reviewed. Upon consultation with scientific affairs, it is concluded that this adverse event could not have been caused by the duragen product based on the following: this is a vascular thrombosis internal to the circulation. As such there is no exposure of the blood to the duragen, so the hemostatic properties of duragen are not able to act on the circulating blood. The blood flow through the sagittal sinus is slow due to the low pressure and large diameter of the vessel, with temporary cessation of flow during surgery and there is a potential for clot formation to be initiated and slowly develop. This might be the case here and is a general potential consequence of surgical access to the cortex. That the patient was treated with anticoagulant and was discharged indicates that the clot, although serious, was very responsive to medical treatment. There's no mechanism by which duragen could precipitate a sagittal sinus thrombosis. In conclusion, no root cause was identified since reported condition is not related to the duragen product family.

Event description:
A facility reported that after the removal of left fornix meningioma on a patient, dural closure was performed by placing duragen (id4501i). Eight days after the surgery, the patient developed cerebral sinus thrombosis in the superior sagittal sinus. The causal relationship with duragen is unknown. Patient presented hemiplegia, sensory impairment and was discharged after infusion of heparin.